Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event was determined to be unexpected high ultrafiltration for therapy comparted to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:56:44. During night drain cycle 5, the patient's ultrafiltration reading was 19944ml, indicating the home patient drained 19944ml more than their maximum programmed fill volume of 1900ml. No additional information is available.